Event description:
It was reported that the platform performed compressions for about a minute or two and powered off. The battery was changed, but the platform powered off after a few compressions again. The crew resumed manual compressions. Customer indicated that they performed the morning battery change out and daily check and that there were no known battery issues. No adverse event reported.

Manufacturer narrative:
Reported complaint of the platform performed compressions for a short time and powered off was confirmed. Service was able to replicate the sudden shutdown when running the device with lrtf (large resuscitation test fixture), which is equal to a 250 pound pt. Service discovered that the power distribution board (pdb) was defective. Platform passed the run_in test with a known good pdb. No adverse event reported.